Event description:
It was reported that the system 9600+ would not initialize. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determine that the hard drive could not be read. The hard drive was replaced with a flash drive. The system was tested and found to be working as intended and placed back into service.